Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 7.5 mcg/ml fentanyl at a dose of "999.01 mcg/day" via an implantable infusion pump for non-malignant pain and other non-malignant pain. It was reported that the hcp refilled the pump and the patient showed signs of overdose 15 minutes after the refill procedure. The pump refill may have led or contributed to the issue. It was unknown what if any diagnostics or troubleshooting was performed. As an action/intervention the pump was turned into minimum flow rate. It was unknown if the issue was resolved at the time of the report. Surgical intervention was planned and the patient's status was "alive- no injury". No further complications were expected or anticipated. The patient's medical history included radiculopathy, post laminectomy pain, and multiple back surgeries.